Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar was jammed or broken. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the force bipolar instrument. The reported event with the instrument was replicated and confirmed. The force bipolar was found to have a dislodged grip-tang near the base of the grip tip. This causes jaws not to be removed from the trocar properly. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces.